Event description:
The rptr claimed that she has the recall cartridge with lot # b201576. The pt's blood glucose reportedly was erratic with readings as high as "279 mg/dl" with symptom of thirst and as low as "54 mg/dl" during the alleged event. The pt had 4 boxes altogether. Reportedly, there was no visible linkage but the smell of insulin was noted. The pt administered self-treatment accordingly was able to stabilize the blood glucose between 92 and 106 mg/dl. This complaint is being reported because the pt reportedly had acute complication of diabetes while using the recall lot # b201576.

Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. The retained from cartridges with the reported lot # were confirmed to be defective.